Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.